Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was scratched and it affect the ability to read. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin was squirting out during priming. Customer stated that the buttons were less responsive. Customer stated that the insulin pump was slower during rewind. Customer stated insulin pump giving insulin without bolus. Customer stated that the insulin pump need multiple rewind to finish process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind and noise anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery and occlusion alarm noted. No unexpected a33 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. No possible over delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0873 inches. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.